Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set didn't fully retract after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "23g ultratouch needle not fully retracting."

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set didn't fully retract after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "23g ultratouch needle not fully retracting".

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, testing of the customer samples was performed and no issues with partial retraction were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.